Manufacturer narrative:
The devices involved in the event will not be returned for evaluation as they were implanted in the patient. The implant date for the second pipeline was (B)(6) /2012. (B)(4).

Event description:
Treatment of a p-comm (posterior-communicating) aneurysm that was previously coiled a year ago. It was reported that the aneurysm re-occurred and additional coils were implanted months later. Another re-occurrence of the aneurysm led to the patient undergoing pipeline embolization treatment and a second pipeline was added three months later since the aneurysm was still being fed by a flow stream. A decision was made to take the patient off plavix; therefore, the blood flow dynamics changed and the aneurysm started to get fed by the p-comm causing it to rupture. The ruptured aneurysm was coiled, but the patient expired on (B)(6) 2013.